Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and anterior vault prolapse and mesh was implanted along with the concurrent procedure of total vaginal hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, painful intercourse, incontinence and recurrence of prolapse. It was further reported that due to mesh erosion the patient underwent a surgical mesh excision to the anterior vaginal wall with uterosacral vaginal vault suspension, and concurrent procedures of cystocele repair, rectocele repair, enterocele repair, right salpingo-oophrectomy, perineorraphy and cystoscopy. (B)(4).